Event description:
There was no patient injury, infection or medical intervention associated with this event. The scope was reprocessed using a medivator. There were no other devices replaced during the procedure and no visible damage to the scope prior to reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely some external force was applied to the distal end, which may have led to the detachment of the adhesive at the tip. During the evaluation, it was noted that external force was applied to the distal end part because the tip part was broken. In addition, approximately five years have passed since manufacturing, which may have been affected by aging. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.".

Manufacturer narrative:
The reference scope was returned to the olympus service center. The evaluation confirmed the scope was leaking at the distal end; the probe unit was found leaking around the pink colored coating. Also, the scope was found leaking from cut on the bending section cover, the forceps passage and at the between the control body and scope cover. Additionally, the adhesive from the light guide lens at the distal end of the scope was found peeled off, the insertion tube has multiple buckles and the objective lens has scratches (affecting the image; glare). The bending section cover adhesive was cracked. Exera labeling was missing from the scope and excessive broken strands were noted on the insertion tube. The scope was repaired back to standard specifications and returned to the customer. A review of the repair history shows the scope was last repaired on (B)(6) 2018; leaking from the instrument channel with fluid invasion. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer informed the service center the evis exera ii ultrasound gastro-videoscope has a leak on the distal end. No patient injury or harm reported.